Event description:
Boston scientific received information that this wrench was employed as part of a revision procedure to revise the location of the patient's device system from abdominal implant following the completion of radiation therapy. The revision procedure was prolonged when a stuck setscrew of the ICD could not initially be loosened, and the physician subsequently experienced a cut from this wrench that bent while attempting to loosen the setscrew. Beyond the prolonged time in surgery for the patient, there were no other reported adverse patient effects.

Manufacturer narrative:
The re-positioned leads were then inserted into the ICD. When the boston scientific local area sales representative tested the ra lead, he noticed that there was noise present and pace impedance was greater than 2000 ohms. The ra lead was then taken back out. The physician had noticed prior to removing the ra lead when looking at the device header, that the is-1 terminal pin of that lead appeared to be bent. The physician then used a hemostat to bend the ra lead back into proper shape, and then put it back in the device. Lead measurements were then all within normal limits, the same as pre-procedure. No defibrillation thresholds (dft) testing was done. It was confirmed that there was no pacemaker inhibition, the patient was not dependent, and there was no inappropriate therapy. The boson scientific local area sales representative also obtained this wrench and pieces of both extenders and will be sending them back to boston scientific.